Event description:
The manufacturer's field service engineer (fse) that after a replacement of a data acquisition (da) pcba and startup in diagnostic mode, the unit check vent alarms were observed with error multiple error codes. There was no patient involvement.

Manufacturer narrative:
Field service engineer (fse) replaced the air & oxygen (o2) flow sensor to resolve the reported issue. Unit passed required performance verification tests per philips standards.